Event description:
It was reported that the patient received inappropriate therapy due to noise on the lead. Lead was explanted and replaced. Patient tolerated the procedure well without immediate complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead with the distal end measuring 47.7cm was returned for analysis. External insulation abrasion was noted at 43.2-43.7cm from the distal tip, consistent with lead friction to the ICD can. The silicone insulation was intact at this location.